Event description:
In 2003, homecare dealer reported unit involved in pt death. Pt was not on the vent at the time of the event. No allegations of malfunction. In 2005, manufacturer received an allegation of: ventilator failed resulting in the interruption of ventilation and audible and/or visual alarms to sound. The document did not make the serial number or model number available. Eight days later, manufacturer unable to confirm specific device involved, but identifies possible relationship with 2003 report from homecare dealer as described above.